Manufacturer narrative:
The toneal dialysis infection occurred on an unspecified date in may 2021. Initial reporter city: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal dialysis infection. The cause of the event was reported as an unspecified fungal infection. On an unreported date, the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (dose, route, duration, and frequency were not reported) and an unspecified intraperitoneal drug (dose, duration and frequency were not reported) for the event. At the time of this report, the patient remained hospitalized and the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.